Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had become dislodged with the tip of the lead located in the pocket due to the patient's twiddlers syndrome. The patient experienced pocket stimulation, twitching, discomfort, and syncopal events. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.